Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not working. It was further observed that the device would not engage when the triggers were pressed. It was further reported that the electronic control unit (ecu) was damaged (shorted). It was determined that the electric motor was damaged (unusual noise) and the coupling head was worn. It was observed that there was an unknown substance inside the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). The reporter¿s complete address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the small battery drive device had no power, or when power was achieved, it disappeared just as quickly. The reporter indicated that different housing devices and battery devices were tried with the device. However, it seemed the issue was associated with the drill device. According to the reporter, there was a minimal delay to the surgical procedure as a spare device was retrieved immediately. The exact duration of the delay was not specified. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.